Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced unwanted ribs/stomach stimulation to addition to ineffective leg and low back stimulation. Reprogramming was attempted multiple times to no avail. X-rays did not reveal any anomalies. The physician discussed doing a re-trail for the patient to assess stimulation coverage.